Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/07/2016 with the following findings: during a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the keypad buttons responded properly to user presses. The keypad cover was removed, and no contamination or damage was found to the button contacts. The complaint was not duplicated. Unrelated to the complaint, evidence of moisture ingress was observed behind the display lens and inside the battery compartment. The battery compartment was also observed to be cracked. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and evidence of moisture ingress was found on the printed circuit board and other internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under-responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery. There was no indication that the product caused or contributed to an adverse event.